Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in malaysia. Damaged haptic after implantation. Leading; root; broken haptic during use. Wound stretch; increased incision size. Product replaced with another lens immediately during surgery. Patient health not impacted. Iol was explanted on (B)(6) 2026. Problem code: a0414 - material split, cut or torn.